Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and manufacturing date correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the no image issue could not be duplicated and no root cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service coordinator reported (on behalf of the customer) that the high-definition lcd monitor had not output on the monitor (no image) while using the device. The issue occurred during the diagnostic procedure, there was a 30-minute delay as a result, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer, and the customer¿s allegation was not confirmed; there was no fault found with the device. The device is not expected to be returned for further evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.